Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted a variable angle locking compression plate (va-lcp) two-column volar distal radius on an unknown date. Patient returned to the hospital on (B)(6) 2013 with pain. X-rays show that the plate is broken. This report is for an unknown va-lcp plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Manufacturing evaluation was conducted. The report indicates that based on the topography of the fracture surface, we can conclude that the implant was subjected to moderate or high dynamic bending loads (one sided). Constantly alternating loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the va-lcp two column volar distal radius plate 2.4. The implant could not resist the applied force which finally led to the material overload /fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device was received for evaluation on 08/19/2013.